Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. In the middle of the night around 3:00am, the patient stated they went to the restroom and while they were in the restroom, they started to go low. The patient stated they were extremely diaphoretic and screamed for his wife. The patient¿s wife gave the patient a shot of glucagon and the patient did not respond right away so she called the paramedics. The patient came to by the time the paramedics arrived and when they got to the patient¿s home, they checked his blood pressure and took a finger stick reading and the bg meter was displaying a value of 40mg/dl. The paramedics monitored the patient until his blood sugar was up to a point where they felt comfortable leave. Before the paramedics left, the patient¿s bg was 55mg/dl. Additionally, there was no allegation against the device as the patient stated they left the cgm on their bedside table during the time of event, therefore, he was not within range of the cgm when he started to go low. At the time of contact, the patient was doing good. No additional patient or event information is available.